Manufacturer narrative:
The field service engineer duplicated the reported problem and confirmed the backup audible alarm failure in the significant event log. The device failed out of box and will be returned to the factory .

Manufacturer narrative:
On 17may2017, a field service engineer (fse) was able to confirm the backup audible alarm as the error code 1104 after assessing the ventilator event log. The fse determined the v60 ventilator to be a defect found on arrival (defoa) and the ventilator was returned. A failure analysis was completed on the returned ventilator on (B)(6) 2017. Philips respironics was able to complete a failure analysis on the returned ventilator on (B)(6) 2017. The backup alarm failure was confirmed as the error code 1104 was found when the ventilator was booted up diagnostic mode. The root cause/conclusion for the backup audible alarm (error code 1104) was on visual inspection of the piezo buzzer ls1 interior revealed evidence of contamination on the pcba board and it was found that one of the disc wires was not soldered to the pad correctly.

Event description:
On (B)(6) 2017, the customer found during the power on self-test a backup audible alarm (error code 1104). This was the ¿reported problem." The initial investigation was done by the customer who could not duplicate the backup audible alarm failure after tapping the ls1 piezo buzzer. No patient involvement reported.

Manufacturer narrative:
(B)(4) further failure analysis testing was completed and found when applying pressure to the solder joints with the metal pick while ls1 was active produced an intermittent failure and only when pressure is applied from left to right on the body of the 5.6 k ohm resistor on the tolerance side of the component due to cold solder. The buzzer failed one out of 20 times and did not fail applying pressure from any other position or direction. After additional testing was performed it was determined that the insulation resistance was within specification. Root cause was found to be this piezo buzzer was failing intermittently due to a cold solder joint at the 5.6 k ohm resistor. Corrected data: this event was reported in error. The event error code 1104 is logged during the power on self test, this occurs prior to placing the ventilator on a patient. This error code when logged on a v60 ventilator is an alarm to notify the clinician there was a failure that causes the ventilator's software to stop executing, for example where there is a total loss of power. This alarm is annunciated as a high urgency alarm and can be acknowledged which decreases it to a low urgency alarm, but this alarm cannot be reset or silenced. .

Manufacturer narrative:
(B)(6) 2017 root cause: this customer reported complaint of a backup alarm failed e/c 1104 failure was not duplicated again after tapping on the ls1 piezo buzzer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested. (B)(6).

Event description:
The customer reported a back-up alarm failure. Patient involvement is unknown.